Manufacturer narrative:
Pr (B)(4): no sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The valve is leaking. The patient has had the catheter for about 2 years. Possibly material defect.

Manufacturer narrative:
Pr (B)(6): initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device was to be returned for further evaluation. Pending a sample return for investigation.

Event description:
The valve is leaking. The patient has had the catheter for about 2 years. Possibly material defect.